Event description:
It was reported that during a laparoscopic procedure, the device did not fire appropriately then would not reopen to place on the fallopian tubes. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. No other details are available.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: the device did not cut and did not staple and would not open off the fallopian tube. Finally after jiggling awhile the device opened. There was no tissue damage and no patient consequences were reported. They thought they were going to have to open the patient but did not. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes the analysis results showed that the device was received with the closing trigger handle broken and with a white reload loaded. The reload was returned partially fired, with the cartridge deck and one piece sled damaged; the damage to the cartridge deck is located where the firing stopped. The damage to the cartridge is consistent with the device being clamped over a hard object, which can also result in the damage to the closure trigger handle. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the device, no functional test could be performed.